Manufacturer narrative:
A product investigation was completed: the device was returned and reported to have become caught on the reaming rod. This condition is confirmed; the distal prongs of the flexible shaft are bent away from the center axis of the device and would likely catch along the reaming rod. It is likely that rough handling during a reamer head exchange during surgery or at some point during sterile processing has led to this complaint condition. The device was manufactured in 4/2012 and is over three years old. The balance of the returned device is in fairly good working condition with few other markings or signs of wear. The design was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 26. April 2012. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar nailing procedure a reaming shaft repeatedly became caught onto a reaming rod. The reaming rod was re-passed and a push stick was required. The fracture had to be reduced causing a surgical delay. The procedure was completed without further incident. There was reportedly a 5 minute delay in the initial procedure and x-rays were required. There was no adverse effect to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.